Event description:
It was reported that the tip broke off during a procedure. The broken piece of the tip was retrieved. No patient injury was reported.

Manufacturer narrative:
Tip did not break at the point where it was joined together in the manufacturing process. Break occurred only at the distal end. Evaluation summary: user facility returned the resectoscope sheath for our inspection and to be repaired. Richard wolf has been unable to establish follow-up with end user for this complaint. Visual inspection confirmed a piece of ceramic tip breakage to be approximately 12.9 mm from the distal tip. The manufacturing assembly process was performed correct; e.g. Fixation of parts. Without information from the end user, the exact point in time that the break occurred is unknown. We have replaced the complete tip with a new one in our repair process. The resectoscope sheath has been returned to the customer. Cause of event: no conclusion can be drawn.